Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, when the subject device (guidewire) was delivering to the right ica (internal carotid artery) acute cerebral infarction, the operator felt hard to deliver the subject device in microcatheter to reach the lesion, therefore; the subject device was withdrawn and found that the tip of the subject device was broken. The operator had replaced it with another guidewire from competitor to complete the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review that there is no indication that the device, labeling or packaging failed to meet its specifications when released. Analysis of the returned device found that the guidewire introducer accessory was damaged as a result of handling of the device during use. Additionally, the distal section of the device was fractured and stretched. The device was hydrated and there were no anomalies noted to the outer coating of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the introducer sheath used to facilitate the introduction of each guidewire into the microcatheter. The device was returned and noted to be fractured and stretched, the returned introducer was noted to be kinked. It is probable that the guidewire was damaged during insertion through the kinked introducer into the microcatheter causing the reported difficulty to advance and subsequent fracture. An assignable cause of procedural factors will be assigned to the reported event and the analysed, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. This is 1st of 2 reports.

Event description:
It was reported that during procedure, when the subject device (guidewire) was delivering to the right ica (internal carotid artery) acute cerebral infarction, the operator felt hard to deliver the subject device in microcatheter to reach the lesion, therefore; the subject device was withdrawn and found that the tip of the subject device was broken. The operator had replaced it with another guidewire from competitor to complete the procedure successfully. There were no reported clinical consequences to the patient.